Event description:
It was reported that the customer was hospitalized for high blood glucose and diabetes ketoacidosis. The blood glucose reading was over 500mg/dl. The mother stated that the customer was throwing up and her glucose level was high for almost a week. Troubleshooting was performed and it was found that the basal was programmed incorrectly. The doctor changed the basals and the customer ended in the intensive care unit. The programming and all the histories were correct. Ran a fixed prime and high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.